Event description:
Report received of a non-delivery. The pump was set up on an unpsecified date to deliver fentanyl 50mcg/ml at a rate of 50ml/hr and a vtbi of 300ml via the patient's PICC line. The patient also had another unspecified pca pump that was programmed to infuse fentanyl in the bolus only mode for additional pain relief. At approximately 8am, the nurse came to the patient's home and noted that the pump displayed that 2342ml had infused with a vtbi of 658ml, but the fentanyl bag remained full. The nurse opened the pump door and noted that the tubing was "crushed" in the door of the pump. The patient complained of pain, but could get additional fentanyl boluses from the pca pump. The tubing was reloaded correctly into the pump and the infusion was restarted without further difficulty. It was not specified if the nurse that set up the initial infusion observed drips in the drip chamber after initiation of therapy. Though requested, no additional information was available.